Event description:
The patient stated that she was being seen by a different physician when the granulomas were first discovered. An MRI had been done to confirm the granulomas. The patient had surgery to resolve the issue. At first she had no pain, but then it came back. The patient was originally on 25 mg/ml of dilaudid, but after seeing a different doctor, the patient's drug was switched to fentanyl. The patient had read that fentanyl at a lower dose and rate was better to prevent granulomas. It was reported that the patient then relocated and was seen by a new doctor who did not know about the granulomas. The patient was first seen (B) (6) 2010 for a pump and catheter revision due to no relief of pain. The patient had pain for nine months. The patient also reported cramping in her legs. See MFR report #3004209178201003251 for further information.

Manufacturer narrative:
(B) (4).